Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5127754. Product family: scs-ipg-r . Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 355233.

Event description:
It was reported that patients lead had high impedances and had been having difficulties with charging the ipg. An increased back and leg pains were also noted. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted devices will not be returned per hospital policy.